Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a stage 1 revision of the left knee, with a temporary knee spacer due to infection, nickel allergy, and instability. The surgeon noted the patient went through PICC line antibiotics. The patient was implanted with depuy femoral component with all polyethylene tibial component and antibiotic cement. The surgeon noted the patient went through PICC line antibiotics. Doi: (B)(6) 2016. Dor: (B)(6) 2018 (lt knee).